Manufacturer narrative:
Retainer ring : black. Customer returned pump for alleged cosmetic damage on the battery compartment, exposure to moisture and unresponsive keypad found on (B)(6)2021. Pump passed displacement test, sleep current test, and active current test. Pump failed self test due to no vibration, problem isolated to moisture damage on the harness assembly vibrator. All buttons function properly. Successfully downloaded pump history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and corroded battery tube. Blank display no confirmed. Cosmetic damage confirmed at the battery compartment. Keypad was responsive, however, moisture damage was found on the pcba 1 and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank for 2 and half hours and the button delayed, but its turn on. Insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.